Event description:
This case was initially received via regulatory authority (B)(6) on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. In 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage ("a piece of essure that is still in the abdomen"), vaginal discharge ("dark-coloured discharge"), vulvovaginal pruritus ("vaginal itching"), dyspareunia ("pain during sexual intercourse"), pain in extremity ("leg pain"), muscle spasms ("nocturnal cramps"), paraesthesia ("tingling in feet and hands"), swelling ("swelling"), mouth haemorrhage ("buccal-dental bleeding"), nausea ("nausea"), dry eye ("dry eyes"), dizziness ("dizziness"), amnesia ("memory loss") and speech disorder ("confusion of speech"). On an unknown date, the patient experienced complication of device removal ("a piece of essure that is still in the abdomen"). The patient was treated with surgery (essure inserts were removed on laparoscopy). At the time of the report, the abdominal pain, device breakage, complication of device removal, vaginal discharge, vulvovaginal pruritus, dyspareunia, pain in extremity, muscle spasms, paraesthesia, swelling, mouth haemorrhage, nausea, dry eye, dizziness, amnesia and speech disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, complication of device removal, device breakage, dizziness, dry eye, dyspareunia, mouth haemorrhage, muscle spasms, nausea, pain in extremity, paraesthesia, speech disorder, swelling, vaginal discharge and vulvovaginal pruritus with essure. The reporter commented: she has an appointment in october with an allergy specialist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 1.126. Device breakage: the analysis in the global safety database revealed 1.677. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.